Event description:
Same case as MFR #: 3005188751-2011-00242, 2030404-2011-00332. It was reported following an atrial fibrillation ablation procedure a pericardial effusion was noted. A brk transseptal needle and agilis nxt introducer were used to gain access to the left atria. A therapy cool flex and two non-sjm catheters were placed to perform the ablation procedure. The procedure was completed and there were no consequences noted to the patient. Post procedure during routine echocardiograph, a pericardial effusion was noted. The current status of the patient is listed as "doing well". There was no intervention required. The pericardial effusion resolved on its own.

Manufacturer narrative:
The device was not returned for evaluation. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.